Event description:
Livanova (B)(4) received a report that, the results of the monthly microbiological examination of the 3t heatercooler device (patient and cardioplegic circuits) were m.chimaera positive (samples from (B)(6) 2022).

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera during maintenance. Reportedly there was no patient involvement. Through previous follow-up communication, livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 3-4 meters from the surgery field. Source of contamination is related to location where device is used and remained unknown.